Event description:
It was reported via repair work order that the frame was hitting the brake/steer pedal, which was disengaged the brakes due to the hard stop screw jammer bolt being loose, causing the bed height limits to be too low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.